Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 30 mg for a total dose of 4.39625 mg/day via an implantable pump for non-malignant pain. It was reported the patient was taken to surgery on (B)(6) 2019 for pump replacement and when they dissected the proximal catheter piece to the tunneling tract surgical observation revealed the catheter was quite worn and as such the hcp cut it and did a catheter revision. The catheter was explanted/replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6)2019. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.